Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient was experiencing pain at site of implantable pulse generator (ipg). Patient underwent surgery on (B)(6) 2020 wherein ipg's location was revised. Pain has resolved and patient is stable.